Event description:
It was reported that approximately 11 months after the rx acculink stenting of the left internal carotid artery (lica), restenosis occurred in the lica requiring percutaneous intervention and stent implantation. During the stenting procedure in the restenosed, tortuous, and heavily calcified lica, the rx accunet filter could not be positioned correctly in the appropriate landing zone due to the patient anatomy. The rx accunet was then removed, and a second rx accunet filter was deployed successfully, using a buddy wire to straighten the vessel. The procedure was then completed without adverse patient impact. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. The reported patient effect of stenosis is a known adverse effect and is listed in the rx acculink carotid stent system instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.